Event description:
It was reported that a faradrive steerable sheath dilator during preparation to treat an atrial flutter (af), was found damaged on the tip. The tip had a flat, rough shape as if it had been smashed against a hard surface. Issue was solved by replacing the device. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath dilator during preparation to treat an atrial flutter (af), was found damaged on the tip. The tip had a flat, rough shape as if it had been smashed against a hard surface. Issue was solved by replacing the device. The procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath dilator during preparation to treat an atrial flutter (af), was found damaged on the tip. No further details were provided. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that the tip had a flat, rough shape as if it had been smashed against a hard surface. Issue was solved by replacing the device.

Manufacturer narrative:
Additional information added to b5: describe event or problem the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged.